Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. All buttons function properly. Pump pump¿s history and trace files downloaded successfully using thump software. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. Pump properly paired guardian link [4] transmitter. Pump properly paired guardian link 3 transmitter. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. No unexpected alarms noted during testing. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. No lost sensor alarms noted. No damage noted at the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Alleged insulin flow block alarms not confirmed during testing. No communication between pump and mobile device not confirmed during testing. Alleged no communication between pump and transmitter not confirmed during testing. Unresponsive keypad was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding and also reported an insulin flow blocked alarm, button stuck alarms, and loss of communication between the insulin pump and mobile application, and loss of communication between the insulin pump and transmitter. The event involved product(s) mmt-6101, mmt-1884, mmt-7841zn, mmt-342g, mmt-7040a, mmt-432ag. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-6101, mmt-1884, mmt-7841zn, mmt-342g, mmt-7040a, mmt-432ag.